Manufacturer narrative:
Dimensional inspection of the returned starter awl found the device met spec requirements. It appears that, the customer used the incorrect instrument in preparing the bone for screw insertion. However, depuy spine has requested add'l info/clarification from the affiliate. A f/u medwatch report will be filed if it is determined that the difficulty was caused by something other than that which is stated above.

Event description:
International affiliate reports, the diameter of the awl is oversized. It is reported that as a result, a pedicle broke out through the hole that was created by the awl and a screw that was being implanted had no fixation. A second screw was tried and also could not be secured.